Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect device is not available for evaluation, therefore, no further investigation can be determined at this time. Carefusion technical support advised to the customer environmental testing has been performed on the vela ventilator to show that ventilator meets specifications.

Event description:
The customer reported while using the vela ventilator; the displays ventilator inoperable and transducer fault alarms when the barometric temperature is below thirteen degrees celsius. The customer reported the error is no longer reproducible. The issue occurred during pre-use check before patient use; the customer reported there is no patient involvement associated with the event.